Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: during investigation, a visual inspection of the pump revealed that there were multiple cracks in the battery compartment. A leak test confirmed a battery compartment leak. The pump case was opened and there was moisture found on the internal components of the pump.